Manufacturer narrative:
Additional information: it was subsequently reported that the resolute onyx device was fractured on removal from the box and there was no patient harm. Device evaluation: device decontaminated with cidex-opa. Crystallised contrast was evident in the inflation lumen. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment of stent struts was evident no deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not prepped. The deformation was noted after removing the stylette from the device. The device was not loaded onto the guidewire. The device did not enter the patient body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx coronary drug eluting stent was intended to be used to treat a lesion. It was reported that a stent strut lifted during the procedure. A shorter resolute onyx stent was used to complete the procedure. No patient injury was reported.